Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the physician could not reach/cross the intended target lesion with the 90 cm. Saber 2 mm. X 2 cm. Balloon catheter (bc). The bc was inflated proximal to the lesion and burst at ten atmospheres (10 atm.) During the second inflation. Two (2) other non-cordis bc¿s were used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: a 99% stenosis, heavily calcified and not tortuous. A contralateral retrograde approach was made using non-cordis sheaths. A non-cordis guidewire was used to access the lesion. Additional information has been requested.

Manufacturer narrative:
Additional information received indicated that there was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. The contrast used was unknown. The contrast to saline ratio was one to one (1:1). An unknown inflation device was used for the procedure and was used subsequently with other devices. There was no reported difficulty advancing the device through the vessel. There was no reported difficulty crossing the target lesion. The catheter did not kink during use. The catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact. No additional information is available. Complaint conclusion: during a percutaneous transluminal angioplasty (pta), the physician could not reach or cross the intended target lesion with the 90 cm. Saber 2 mm. X 2 cm. Balloon catheter (bc). The bc was inflated proximal to the lesion and burst at ten atmospheres (10 atm.) During the second inflation. There was no reported patient injury. Two (2) other non-cordis bc¿s were used to complete the procedure successfully. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: a 99% stenosis, heavily calcified and not tortuous. A contralateral retrograde approach was made using non-cordis sheaths. A non-cordis guidewire was used to access the lesion. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. The contrast used was unknown. The contrast to saline ratio was one to one (1:1). An unknown inflation device was used for the procedure and was used subsequently with other devices. There was no reported difficulty advancing the device through the vessel. There was no reported difficulty crossing the target lesion. The catheter did not kink during use. The catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17094143 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a rate of stenosis of 99% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.